Manufacturer narrative:
H10: the device was received for evaluation. The device was returned with the white twist clamp in the closed position. A visual inspection was performed, with naked eye with no issues noted. The detent (notch) and lead in was present on the twist clamp. Functional testing including leak, clear passage, clamp function. And torque engagement testing were performed, with no issues noted. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was ¿too tight¿ and ¿difficult to open and close¿. It was further reported the twist clamp could not be completely closed. This issue was detected at the hospital room during transfer set replacement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.